Event description:
(B)(6) home health nurse reported unspecified pump malfunction and it needs replaced. Date on onset unknown. No further information, details or dates available. Serial number, lot number and expiration date are unknown. Unknown if md is aware. Dose/amount: gamunex-c - 45gm. Gamunex indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? Yes. Is device associated with evert available for return? Unknown. Reported to (B)(6) by: health professional.